Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump were unresponsive. Insulin pump is being replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces also, failed the leak test; the leak is located on the peeling keypad overlay. The insulin pump had minor scratched lcd window, scratched case and peeling keypad overlay.